Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the data cannot be further investigated. Confirmation of the allegation and a root cause could not be determined.